Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields h3 and h4. The device was evaluated by olympus, and it was confirmed that the device did not start up properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reported event is caused by an internal component malfunction that prevents the system from starting up properly. However, the cause of the internal component malfunction has not been identified and the specific root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic disc nasal surgery (type IV), nasal septum correction, and inferior turbinate mucosal resection, the subject device suddenly stopped working and the screen would not come up. The device was restarted, but the screen turned rainbow-colored and would not come up. There was no error code generated. The procedure was completed with a non-olympus device after a 1-hour delay. There were no reports of patient harm. The device was inspected prior to use with no issues noted.